Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a pairing issue occurred. On (B)(6) 2024, the patient reported that the transmitter was not working while trying to pair the cgm to multiple devices. The patient received a "transmitter not found" error on the cgm. Because the device was not working, she was unable to monitor her blood glucose, which caused her to lose consciousness. The bg reading was low. Her husband called an ambulance, and the patient was taken to the hospital. There she was treated with 2 bags of IV fluids and glucose tablets. The transmitter was already expired causing the sensor not to work. Data was provided for investigation. The allegation was confirmed. The probable cause was determined to be that the patient denied/ ignored the app request to pair new transmitter. No additional patient or event information is available.